Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. The customer's blood glucose level was above 54 mg/dl (specific value not provided). Subsequently, customer went to the emergency room (ER) as a precaution for possibly injecting too much insulin. Bg was treated via an unspecified treatment. Reportedly, customer left the ER the following day with customer in stable condition (bg level not provided).